Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data for the architect stat troponin-I assay lot 50503un24 did identify an increase in complaints, however, the search by list number did not identify an increase in complaint activity for the current complaint issue. Device history review did not identify issues associated with the customer¿s observation. Historical performance of lot 50503un24 was evaluated using worldwide data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 50503un24 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 50503un24. Labeling was reviewed and found to adequately address the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent was identified.

Event description:
The customer reported falsely elevated architect stat troponin-I. The initial result was 1.406 ng/ml, which was released. The sample was repeated and the repeat test was <0.01 ng/ml. A sample was recollected and the recollected sample result was <0.01 ng/ml. The customer normal range is 0.01-0.05 ng/ml. It was reported that the patient was started on a heparin drip. The customer further noted that there was no negative impact to patient care reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat troponin-I. The initial result was 1.406 ng/ml, which was released. The sample was repeated and the repeat test was <0.01 ng/ml. A sample was recollected and the recollected sample result was <0.01 ng/ml. The customer normal range is 0.01-0.05 ng/ml. It was reported that the patient was started on a heparin drip. The customer further noted that there was no negative impact to patient care reported.